Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
The customer reported a that the user noticed a wet spot on the patients blanket near the IV lines during a continuous infusion of versed. It was reported that a wet spot was noted 2 days prior. The user applied a gauze under the disc to determine the location of the leak and confirm that the fluid was coming from the filter. At both times the IV lines were changed. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. Although requested the customer did not indicate any patient harm. The event occurred in the nicu.